Manufacturer narrative:
Investigation results: our quality engineer inspected the 2 photos and 2 used samples submitted for evaluation. The reported issue of leakage at insertion site was confirmed upon inspection of the samples. Analysis of the sample showed that a piercing in the catheter was observed. However, bd was not able to determine the cause of the failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Additional information received on 22oct lot unknown as packaging not kept. Patient required a second poke.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva diffusics 24g x 0.75 in catheter defective / damaged it was reported by customer that bled at insertion site. Cathalon cracked and sprayed blood out. Leaked at insertion site while inserting and removing needle. Verbatim: rcc received a complaint via email. Bled at insertion site. Cathalon cracked and sprayed blood out. Leaked at insertion site while inserting and removing needle. Product code: 383590. Product description: catheter IV closed nexiva diffusics 24g x 0.75in bx/20. Lot/serial #: pending. Expiry date: pending.